Event description:
Ous MDR - it was reported that this lead was explanted 32 months after implant due to oversensing.

Manufacturer narrative:
The returned lead had been cut through 51 cm proximal of the tip electrode. Only the distal fragment was available for analysis. The visual inspection showed conductor fractures of the rope conductor to the ring electrode at 3.5 cm and 15.5 cm proximal of the tip electrode. These damages are most likely the cause of the reported oversensing. The characteristics of the damage manifestation lead to the assumption of strong mechanical stress of the lead in the implanted state. Reasons for an increased stress level of the lead are difficult to determine without xray images, diagnostic images of any other kind, and more information about the patient. Potential factors that should be considered are the ingrowth behavior of the lead, the individuals anatomy, and increased physical activity of the patient, especially involving the upper body. In addition, deformations of the shock coil and cuts in the insulation were detected, which likely happened during the extraction. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.